Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, retains analysis, and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer¿s experienced issue. Trending analysis for product malfunction code (pmc) 'suspect positive bi' was reviewed from 8/2014 to 2/2015. A significant trend was observed. A CAPA has been opened to address the issue. Lot trending for 'suspect positive bi' and 'load not recalled' was trending not exceeded. The suspect bi was not returned for evaluation. Thirty-two retain bis from the lot involved were subject to functional evaluation, all of which met specifications when used per instructions for use (IFU). The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." It is unlikely the suspected positive bi was caused by a performance issue as DHR review found no anomalies that would contribute to the positive bi result, and retains met functional specifications when processed/used per IFU. Sterrad® performance is also unlikely to have contributed to the event as the cycle passed and the customer stated subsequent bis were negative for growth. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4): (B)(6).

Event description:
A customer reported a (B)(6) result with a cyclesure(tm) 24 biological indicator (bi) after a completed sterrad(tm) nx cycle. The bi was incubated for 11 hours. The subsequent bi result was (B)(6). The affected load was released. The load contained a battery that did not come in contact with a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of (B)(6) cyclesure(tm) 24 biological indicators.